Event description:
Reportedly during prep of a nav6 emboshield, the catheter became kinked so the device was not used in the patient anatomy. A second nav 6 emboshield was prepped without further incident and was used in the patient anatomy to treat a lesion in the right femoral artery with heavy calcification. However, during use in the patient anatomy, a non-abbott atherectomy device became entangled with the bare wire of the nav6 emboshield. Several devices were used to try and separate the non-abbott atherectomy device and filter wire which was ultimately successful. The nav6 emboshield filter was retrieved from the patient anatomy collapsed inside the retrieval catheter and another emboshield of the same size was used to complete the procedure without further incident. There were no adverse patient effects. The patient was fine post procedure. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Difficult to remove as a result of entanglement may be due to, but not limited to, anatomical conditions, using a buddy wire or interaction with associated devices. Based on the reported information, it appears that the entanglement and difficulty removing the filter is due to interaction with the atherectomy device. Additionally, it was reported that the device was being used in the femoral artery. It should be noted that the instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if the off-label use contributed to the difficulties. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. There is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age has been estimated based on the initial report which stated the patient was in their (B)(6). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.